Event description:
It was reported that the ventilation generated high o2 concentration alarms during neonate ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was tested on site and the reported issue could not be duplicated and no parts have been replaced. The received device logs confirmed the reported high o2 alarm in niv nava mode at date of the event. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator at the time of the event. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacture date was required. D1 - brand name: - previous brand name: servo-u, - corrected brand name: base unit servo-u. D4 - version or model #: - previous version or model #: servo-u, - corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing. - corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date: - previous manufacturing date: 08/27/2019. - corrected manufacturing date: 08/21/2019.

Event description:
Manufacturer's ref.#: (B)(4).